Event description:
It was reported that the patient presented at the clinic for a generator change due to premature battery depletion alleged on their pacemaker. The patient's pacemaker was explanted and replaced successfully. The patient remained stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. As received, the pacemaker was in normal working conditions and at elective replacement indicator (eri) for analysis. Final analysis found the device to be at normal device functionality. No anomalies were detected.